Manufacturer narrative:
This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00105. The manufacturer report number for the first product in this case is 8022269-2013-00104.this closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00105. The manufacturer report number for the first product in this case is 8022269-2013-00104. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 01-oct-2013 from a (B)(6)-year-old female consumer reporting on self from the united states. The consumer did not have any known medical history. The consumer was taking unspecified birth control medication one per day, since two months. On an unspecified date, the consumer started using o.b non-applicator tampons vaginally, 3/4 of the box, every four hours for feminine hygiene (lot number 0823m8851, expiration date unspecified). After an unspecified duration, on (B)(6) 2013, she was removing a tampon and the string broke. The entire tampon was stuck in her body and was removed within seconds by her. She mentioned that the loop attached to the tampon was broken. The consumer reported that a month earlier another tampon also had a broken string. She continued use of the tampons. This report was assessed as non-serious and the company causality was assessed as related. This report was considered a reportable malfunction in the united states. Additional information received on 07-nov-2013. The consumer provided a valid number and no sample has been received as of 23-oct-2013. Inspection of retain sample revealed no anomalies. Batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to this type of complaint was observed. Disposition was undetermined. Complaint trends would continue to be monitored. This case remains non-serious. This report remains a reportable malfunction case in the united states. Additional information received on 03-dec-2013. On 15-nov-2013, returned sample was received. Visual inspection and string test of all of the 25 sealed returned tampons were performed and it was confirmed that after performing string test, five sealed o.b. Regular tampons have broken string (non reportable defect). Returned sample verification confirmed that the device did not meet specification. Manufacturing and facility review record revealed non-conformances for defect related to string issues for regular o.b. Product. The complaint lot was manufactured before the implementation of the corrective actions. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 26-nov-2013. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00105. The manufacturer report number for the first product in this case is 8022269-2013-00104. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) caucasian female consumer reporting on self from the united states. The consumer did not have any known medical history. The consumer was taking unspecified birth control medication one per day, since two months. On an unspecified date, the consumer started using o.b non-applicator tampons vaginally, 3/4 of the box, every four hours for feminine hygiene (lot number 0823m8851, expiration date unspecified). After an unspecified duration, on (B)(6) 2013, she was removing a tampon and the string broke. The entire tampon was stuck in her body and was removed within seconds by her. She mentioned that the loop attached to the tampon was broken. The consumer reported that a month earlier another tampon also had a broken string. She continued use of the tampons. This report was assessed as non-serious and the company causality was assessed as related. This report was considered a reportable malfunction in the united states. Additional information received on 07-nov-2013 the consumer provided a valid number and no sample has been received as of 23-oct-2013. Inspection of retain sample revealed no anomalies. Batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to this type of complaint was observed. Disposition was undetermined. Complaint trends would continue to be monitored. This case remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. The consumer was taking unspecified birth control medication one per day, since two months. On an unspecified date, the consumer started using o.b non-applicator tampons vaginally, 3/4 of the box, every four hours for feminine hygiene (lot number 0823m8851, expiration date unspecified). After an unspecified duration, on (B)(6) 2013, she was removing a tampon and the string broke. The entire tampon was stuck in her body and was removed within seconds by her. She mentioned that the loop attached to the tampon was broken. The consumer reported that a month earlier another tampon also had a broken string. She continued use of the tampons. This report was assessed as non-serious and the company causality was assessed as related. This report was considered a reportable malfunction in the united states.